Event description:
A (B)(6) female pt underwent spirus enteroscopy on (B)(6) 2008. Procedure performed by two doctors, one on tube and the other on scope. Original case info supplied on (B)(6), by spirus sales rep indicated avm's were found and successfully treated. On "(B)(6) 2008", we were made aware that this case developed into a possible sae and add'l info was supplied to us upon request by the clinical research coordinator at the hosp. Notes indicate that post procedure, pt developed abdominal pain and was admitted for observation. After observation and study/procedures, CT of abdomen and pelvis showed no evidence of perforation. Substantial mural thickening in the ascending colon to the splenic flexure were seen. Findings were felt to be consistent with an inflammatory or infectious colitis, lymphoma, etc. Hosp stated course by problems: in view of CT findings of colonic wall thickening in the ascending colon to the splenic flexure, concern was raised for ischemic colitis resulting from mesenteric tortion during the push-pull enteroscopy procedure. Pt's pain significantly improved with temporary liquid diet and had no abdominal pain on day of discharge (B)(6) 2008.

Manufacturer narrative:
Note: device was not returned and lot number was not recorded nor reported to MFR. After discussion with the attending physician about the case of the spiral enteroscopy; our chief medical officer believes that it is unlikely that the performance of the enteroscopy was directly related to the thickened colon on the CT scan. It is unclear what the cause of the CT scan abnormality was, particularly in light of the fact no colonoscopy or other imaging of the colon was performed. The blood supply to the ascending colon is separate from the part of the small bowel that were seen on enteroscopy. In addition, the CT scan did not show any abnormality of the visualized portion of the small bowel. There is no plausible explanation for the enteroscopy causing vascular compromise to the colon. No medical or surgical intervention was necessary.